Event description:
The corneas of both my eyes were burned because my clear care case did not neutralize the hydrogen peroxide in the cleaning solution. I have used clear care for decades and have never had a problem before now. I wore my contacts on (B)(6) 2024 and at about 6:30 p.m. Noticed that things looked hazy. I thought I may have touched my eyes and gotten something on the lenses but when I took the lenses out, things still looked hazy. The next morning the haziness was worse, particularly in my left eye and both my eyes, particularly the left, also stung and were tearing. I called my ophthalmologist's office before it opened, explained what I was experiencing and asked to see the doctor that day. I saw him at 8:30 a.m. On (B)(6) 2024. The ophthalmologist asked what product I used to clean my lenses, I told him clear care. He told me I had hydrogen peroxide burns of my corneas, with the left eye worse than the right. He said my clear care case was old and had not neutralized the hydrogen peroxide. I told him the case was not old. I had purchased the solution and case in (B)(6) 2024. I did have an old case when I purchased the new contact solution and case but I threw the old case out when I opened the box of new solution. I also told him when I put the contacts in they felt fine and had felt fine all day. I first used the newly bought solution on (B)(6) 2024. I had purchased new contact lenses and the box of clear care so I could wear contact lenses to my father's funeral. I wore my contacts the day of the funeral and wore them four or five more times before wearing them on (B)(6) 2024. That means I used the case about 7 times total. The case is packaged with two bottles of solution and can be used more than 7 times safely to clean lenses. As noted, I have used clear care for decades. Pre-covid 19, I wore my contacts every monday through friday, cleaning them every night. So I used one clear care lens case numerous times to clean my lenses without incident. (During the pandemic, I was the only one going into the office so I did not bother to put on makeup and wore my eyeglasses to distract from my no make-up look. After the pandemic, I continued not to put on makeup and continued to wear my eyeglasses to work.) I had last cleaned my lenses on (B)(6) 2024 so the lenses sat in the solution for more than two weeks before I put them in on (B)(6) 2024. That was more than enough time for the hydrogen peroxide to be neutralized, which according to the clear case instructions requires 6 hours. My ophthalmologist put a "contact bandage" on my left eye and prescribed tobramycin and dexamethasone ophthalmic suspension. He had me return to see him the next day, (B)(6) 2024, at which time he removed the contact bandage from my left eye. He instructed me to continue to use the eye drops for a week, which I did, instilling 1 drop in each eye every six hours. I asked if I needed to return to see him and he said no.